Manufacturer narrative:
Ps310022 method: the complaint bc190 flexitrunk infant nasal tubings was returned to fisher & paykel healthcare in new zealand for evaluation, where it was visually inspected. Results: visual inspection of the returned tubing revealed that the breathable film of the nasal tubing was torn. Conclusion: the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in texas reported, via a fisher & paykel healthcare (f&p) field representative, that a bc190 flexitrunk infant nasal tubing had a "torn tube". This was no patient harm.

Event description:
A healthcare facility in texas reported, via a fisher & paykel healthcare (f&p) field representative, that a bc190 flexitrunk infant nasal tubing had a "torn tube". This was no patient harm.

Manufacturer narrative:
(B)(4). Updated product model number to bc190 (correction required due to human error). The complaint bc190 flexitrunk infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a bc191 flexitrunk infant nasal tubing had a "torn tube". This was no patient harm.